Event description:
Per the clinic, the patient experienced pain at the implant site. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, under general anesthesia, and the patient was re-implanted with another cochlear device during the same surgery.